Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of mid-term outcomes of endovascular repair and medical management in patients with acute uncomplicated type b aortic dissection xiang et al, the journal of thoracic and cardiovascular surgery c july 2021 volume 162, issue 1, p26-36.e1, july 01, 2021 https://doi.org/10.1016/j.jtcvs.2019.11.127 mean age : mean gender exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in conjunction with non mdt stent grafts during endovascular treatment of thoracic aortic aneurysms on unknown dates. The following adverse events were reported: type I endoleaks. The cause of the endoleaks are undetermined.